Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down arrow keypad traces. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, a stained end cap sticker, and minor scratches on the display window.

Event description:
Customer reported a button error alarm. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. Nothing further reported.